Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right external iliac artery. A 7.0 x 20 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres. The balloon's position was then slightly shifted and on the second inflation at 7 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.